Event description:
The device was used during a right upper lobectomy. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device open with slight tissue damage and bleeding observed. Cautery and sutures were used to control the bleeding. The hospital has reported that the patient's condition is satisfactory.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.